Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the black sleeve was caught in the up position. Fe inspected plunger clamp and spring. The instrument tested without further problem, and returned to expected operation.